Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion and signal artifact monitoring (sam) event on this pacemaker. Data analysis was performed and confirmed that there was an increase in power consumption due to atrial sensing. Sensing of high atrial rates can cause higher power consumption which resulted in the minute ventilation (mv) feature being automatically disabled. Boston scientific technical services could not confirm the sam event mentioned since those data were not available for review. Boston scientific technical services provided the healthcare professional with programming options and further troubleshooting recommendations. This pacemaker remains in service and there were no adverse patient effects reported.